Event description:
The facility representative contacted baxter to report an infusor that had infusion alarms occur during an accuracy test. The event occurred during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. During initial product evaluation at baxter, it was discovered that after shortly starting to infuse, the device went into constant alarm which caused an interruption during delivery. There is no further complaint information available.

Manufacturer narrative:
(B)(4) the device evaluation is in progress. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause was a faulty mpu (microprocessing unit) board. The mpu board has been replaced. Additional: a service history review has been performed. The device has not been serviced by baxter prior to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.